Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation abraded at 4.9 cm from the connector pin due to friction with the pulse generator can. Coil continuity was normal.

Event description:
It was reported that the patient was brought to the emergency room and expired in the intensive care unit. Death could possibly be due to longterm bradycardia which generated into ventricular tachycardia during resuscitation.